Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was leaking. Doctor said there was blood coming out of the valve. Valve was defect. There were no patient consequences. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was quite a bit, but it did not complicate the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the initial reporting facility details were not provided, only the country. Additional follow-up being performed to obtain this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-sep-2022, the correct name and address for the reporting facility was provided as "hospital alvorada taguatinga", address: av jorge curi, 550 - barra da tijuca, rio de janeiro, 22775-001. This information has been populated into the appropriate fields under section e1. Initial reporter. Additionally, information was received indicated the product is not available for return due to the device being discarded. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001923 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).